Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault 148. The device evaluation found water damage and corrosion in the pneumatic block. Based on the evaluation results, it was determined that the reported device issue was due to water contamination of the pneumatic block. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) indicating a main blower failure. The device was not in use when the fault occurred; therefore, there was no patient involvement.